Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) high voltage lead exhibited high out of range impedance. It was suspected that the lead was damaged by cautery used during the procedure. The lead was explanted and replaced. It was further reported that during elective explant of the right ventricular (rv) pace/sense lead, the lead broke and was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicates that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor is fractured at 30 cm. The rv defib conductor is fractured at 5cm and the svc defib is fractured at 7.3 cm. If information is provided in the future, a supplemental report will be issued.